Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation will be provided in a follow up report. Trending conducted for lot number 05b005 revealed this to be an isolated incident for this lot. However, similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The results of this review will be communicated in a follow up medwatch when available.

Event description:
Baxter received a customer complaint involving a two-day infusor that completed the infusion in 40 hours instead of the expected 48 hours .the contents of the device are unknown.